Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy due to the discriminators incorrectly indicating ventricular tachycardia. Programming changes were made. The patient will continue to be followed normally. No further information is available.